Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-00203 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the evaluation on april 5, 2017, omsc confirmed that the ptfe pad was worn and partially peeled. The coating on the outer surface of the jaw partially came off. The manufacturing record was reviewed and found no irregularities. This is the report regarding the ptfe pad damage of the subject device. The report regarding the coating damage is going to be separately submitted. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn since the user output the device in seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
During a resection of the esophagus, the ptfe pad of the subject device was partially separated after a short time of use. There was no patient injury reported.